Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a surgery occurred on an unknown date where the ipg was explanted. The reason of the explant is unknown. No additional information was provided.